Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during inspection of the power module, fluid ingress from the internal battery compartment was found. The integrity of the battery was okay. The unit was sent for repair.

Manufacturer narrative:
Section d4, model number, catalog number: corrected. Manufacturer's investigation conclusion: the reported event of fluid ingress within the power module¿s backup battery compartment was confirmed, as fluid ingress/corrosion was observed within the compartment upon arrival. The returned power module (serial number (B)(6)) was functionally tested at the european distribution center and at the product performance engineering department. It was noted that the backup battery brace was unable to be unscrewed due to its screw heads being corroded. However, the unit was otherwise found to function as intended throughout all testing despite the observed damage and operated a mock loop as intended. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate IFU instructs users to keep the power module and its connectors away from water and fluid at all times. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. No further information was provided. The manufacturer is closing the file on this event.